Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.